Manufacturer narrative:
Concomitant medical products: 00630505840 liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell 62698817, 00620005822 shell porous with cluster holes 58 mm o.d. 62517091, 65771101020 m/l taper ha size 10.0 extended offset 62645349. The corrections contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient's right hip was revised approximately three years post-implantation due to metallosis, adverse local tissue reaction (altr) and pseudotumor. During the procedure, corrosion was noted at the junction of the femoral head and neck of the stem.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed as sem images confirm the presence of dark debris inside the taper of the head. The element breakdown of the dark debris is consistent with corrosion products found in instances of taper corrosion. The base material was verified to be consistent with cocrmo. A photograph of the stem used was provided where the stem taper shows some dark debris. However no further evaluation can be performed with the information provided. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: expiration date. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Liner standard/ pn 00630505840/ ln unknown. This report is number 1 of 2 mdrs filed for the same event* (reference 0001822565-2017-00379).

Event description:
Patient's right knee was revised approximately 3 years post-implantation due to metallosis, adverse local tissue reaction (altr) and pseudotumor. During the procedure, corrosion was noted at the junction of the femoral head and neck of the stem. The femoral head and acetabular liner were removed and replaced.